Event description:
The customer contact reported a separation. The extension set was being used to deliver unspecified medications. At an unspecified time, the make adapter of a primary tubing set was connected to the clave port of the extension set to deliver an unspecified volume of lactated ringers via gravity. It was reported that after the primary tubing set was connected to the extension set, the tubing separated from the clave port of the extension set and solution leaked. The extension set was replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.